Manufacturer narrative:
For calibrations performed on 17-may-2022, 26-may-2022, and 31-may-2022, calibration signals were within expectations. For a calibration performed on (B)(6) 2022, signals were higher than expected. Data was provided for one level of control and these were within range, including the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys vitamin b12 immunoassay on a cobas 6000 e 601 module. The sample initially resulted in a vitamin b12 value of > 2000 pg/ml and this value was reported outside of the laboratory to the patient. The patient went to another laboratory and when tested using an unknown competitor method, the vitamin b12 result was approximately 190 pgml. On 31-may-2022, the complained sample was repeated on the e 601 analyzer, resulting in a value of 202.2 pg/ml. The same value could also be reproduced when repeated a second time on the e 601 analyzer. The vitamin b12 reagent lot number was 58858301, with an expiration date of 31-mar-2023.

Manufacturer narrative:
The evaluation conclusion code has been updated.